Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative investigated the device. The service representative was able to confirm the reported issue and addressed the failure to a blocked pump, which he tried to rotate manually. Once freed, it ran with high noise. In order to fix the issue, he replaced the pump. Functional verification testing was completed without further issues and the unit was returned to service. Through investigation of a picture, livanova (B)(4) was able to state, that the motor bearing was heavily corroded. The problem could be addressed to corroded components. Corrective actions are in progress for this issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient circuit during maintenance. There was no patient involvement.